Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct the date on the initial medical device report. Incorrect date of 04/13/2019 is being corrected to 04/12/2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after treatment date. Treatment report review shows no abnormalities that could have contributed to reported event. All settings were within range and specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported an irregular cornea with horizontal lines in the flap bed of the left eye following lasik treatment. Additional information received; the surgeon noted horizontal lines in the bed of the flap during treatment but continued the treatment without any change of the procedure. In the post operative period the irregular cornea was attributed to the lines in the bed.